Event description:
It was reported that during a low anterior resection procedure the instrument cut but did not staple. The surgeon had to hand-sew all along the cut line of the tissue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.